Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, two fibers were replaced due to forward firing while lasing at 80 w; the fibers were replaced at 215,492 joules, 48:38 minutes and 235,120 joules, 53:18 minutes respectively. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-611b-1351: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber used to complete the procedure use: joules used: 250,276 and time expended: 56:59 minutes..